Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung disease copd, lung damage, respiratory failure, sleep apnea, & stroke. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease copd, lung damage, respiratory failure, sleep apnea, & stroke. Medical intervention was not specified by the patient. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with the presence of foreign material indicative of contamination from external sources. Tech proceeded to run the unit with its original settings as it was received at pil, and the suspect unit operated without issue or alarms. Tech proceeded with the disassembly of the unit and confirmed the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly.